Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted that the lead was designed with a permeable septum in the distal tip which allowed blood ingression to occur. This was not an out of specification condition. A guidewire test was preformed with no issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds during the implant procedure. Repositioning that lead was attempted, however, unsuccessful as the guidewire was stuck in the lv lead. It was suspected there was adhered blood inside of the inner lumen of the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.